Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was incorrect. A technical support specialist remoted into the station and found that the time zone was set to pacific instead of central time, updated the station to the correct time zone, verified that the time was accurate, and then rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary time on the machine was two hours behind. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.